Event description:
It was reported that this left ventricular (lv) lead was suspected to exhibit loss of capture (loc). Additional information was received that a system extraction was performed due to high capture thresholds on this lv lead. No additional adverse patient effects were reported.